Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels while using the infusion set. The patient vomited and fainted. The patient's daughter found her unconscious in the bed. The blood glucose result at the hospital was 1,300 mg/dl. The type of treatment provided to the patient was unknown. It is unknown how long the patient was in the hospital. The patient's daughter believes that the cannula of the infusion set was obstructed. No further information was provided.